Event description:
A surgeon reported a pt who can see well at distance, but has decreased near vision following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported the event continues. It is unk if the device caused or contributed to the event. Minimal posterior capsule opacification (pco) had been noted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 07/28/2011 by fax and mail. A completed questionnaire was received on 08/03/2011. (B)(4).